Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that an hour and 45 minutes after their last bolus from a cadd®-solis pain management system with programmed intermittent bolus, the patient was found in need of resuscitation. The cause of the need for resuscitation is unknown. The pump reportedly had "patient control and overpressure sensor problems". According to the "intake protocol", the patient needs the medication regularly. It was reported that the patient was doing well without any current neurological abnormalities. No permanent injury was reported.

Manufacturer narrative:
One used device was received for evaluation. Visual inspection found no anomalies or discrepancies. The device passed all functional testing and the reported issue could not be replicated. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.